Manufacturer narrative:
The manufacturer was previously received a voluntary medwatch (mw5102964) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma attacks. The patient was prescribed medication in response to the reported event. In the previously submitted report section b5 was incomplete, correct section b5 is- the patient also alleged visualization of particles from the device and having nose soreness & irritation, nasal drip, cough. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dust contamination was observed inside the ui panel display screen. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dust contamination was observed on the blower cap, on the blower, on the blower output seal, blower isolator, iso port o-ring, and in the blower box, dark contamination consistent with the keratin contamination was around the blower seal in the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found 2 instances of e-4 and e-200. The manufacturer concludes there was evidence of multiple contaminants. The manufacturer found no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5102964) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma attacks. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.